Event description:
The customer stated, he received a blood glucose reading of either 110 or 140 mg/dl using his breeze2 meter. He took his insulin based on the reading and then walked out to his car. While approaching his car, the customer became dizzy and fell down. Paramedics were called and they tested the customer's blood glucose at 25 mg/dl when they arrived. The customer was treated with glucose and hospitalized for 12 hours. He stated that he also received cuts on his head and near his eye when he fell. The customer returned his test strips for evaluation. Replacement test strips were sent to the customer.